Event description:
The customer reported that during an endovascular aneurysm repair (evar) procedure, the catheter tip broke off in the pt. The broken tip was placed inbetween the legs of the graft in the aorta cranial to the split of each femoral. Pt was reported to be fine after the procedure. No harm or injury was reported.

Manufacturer narrative:
Device eval: the device has not been returned for eval. A f/u report will be submitted when the eval has been completed.